Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01049 / 02207).

Event description:
It was reported that patient underwent a knee revision procedure approximately five (5) years post-implantation due to poly wear. Competitor product was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on an unknown date 30 years ago. Subsequently, the patient was revised on (B)(6) 2016 due to the age of the implants. No further information has been provided.